Manufacturer narrative:
Section a was left blank because there was no patient involvement. This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The involved device was returned and evaluated. Visual inspection confirmed that the safety cover was not engaged on the needle tip. The inner needle from the actual sample was connected to a reserve sample catheter and performance testing was conducted. It revealed there were no anomalies or defects and product performance specifications were met. A review of the device history record revealed no product or manufacturing related anomalies. A search of the complaint file did not find any other report with the involved product code and lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported issue was related to a device defect or malfunction. Device labeling does address the potential for such an event in the instructions-for-use which states, "when taking out the inner needle, inner needle should be kept straight. And do not angle, rotate needle, or remove quickly. If you do any of these, safety cover might not work to protect needle tip and possibly risk of needle sticks." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that an attending physician suffered a needle stick after placing a catheter in a patient. The following information was provided by the user facility: the tip of the inner needle was protected by the safety cover after it was removed; the needle was not properly discarded which resulted in the physician incurring a needle stick; reportedly, the needle was retrieved and found not shielded by the safety cover; the physician has initiated medical treatment and infectious disease testing and is currently under observation.